Event description:
A caller reported experiencing a cgm error 42 while using their g7 sensor. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided guidance on performing a complete pump reset. Following the reset, the cgm error code did not appear again, and the customer successfully started their sensor session.